Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exam used in the procedure was sent to the manufacturer for evaluation. The exam showed that the image quality was good and the tracer registration performed was acceptable.

Event description:
A medtronic representative reported that, while in a cranial resection, a 1 cm imprecision was observed by the ear of the patient. The reported issue occurred immediately after registration was proceeded. The site elected to compensate for the imprecision and continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue and suspect that the frame was bummed.

Manufacturer narrative:
Correction: it was reported on the MDR follow-up 1 that it was suspect that the frame was "bummed" and should instead state that it was suspected that the frame was "bumped."